Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The wet returned sample was visually inspected; there were no obvious defects and the elastomers on the cassette were in place. A calibrated console representing a current software version was then used to test the sample. The sample could prime, and pass intraocular pressure (iop) calibration successfully. . No anomalies were observed during priming. No system message code was generated during testing. Infusion/irrigation fluid flowed from the balance salt solution bottle to the drain bag without any interfering. Iop was stable during functional and performance testing. The iop stayed active during testing process. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. After investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. (B)(4).

Event description:
A customer reported that irrigation failure occurred because of intraocular pressure control failure during surgery. The surgery was completed after replacing the product with another one. There's no patient harm.